Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with product mfg, will continue to monitor this product line.

Event description:
Baxter reports that a transfer set had leakage from the connection between a pt adaptor and silicone tubing. There was no pt injury or medical intervention associated with this incident.